Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2024, the patient¿s cgm was jumping between values of low mg/dl and high mg/dl, and then was consistently providing her with a low mg/dl value. The patient was experiencing lethargy and was diaphoretic. The patient¿s husband took the patient to the fire department to have her bg meter reading tested, which was ¿over 500 mg/dl¿ while the cgm was still reading low mg/dl. The fire department transported the patient to the emergency room (ER). At the ER, the patient was treated with insulin and metformin. The patient was discharged home three days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.